Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1) and a continuous glucose monitor (cgm) error 42. The customer's blood glucose level was 230 mg/dl. Reportedly, pump was reset and a new cartridge was loaded to resolve the issue.